Manufacturer narrative:
The following functional tests were performed: a remote support engineer (rse) talked to the customer and confirmed the device speaker is defective and needed replacement. The rse arranged for a replacement speaker assembly. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided with a replacement speaker assembly to resolve the reported issue. The investigation concludes that no further action is required at this time. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported the device was presented with a speaker malfunction error and no sound coming from the device. The device was not in clinical use. There was no report of patient or user harm.